Event description:
The customer reported that an spo2 did not alarm and that the alarms were not suspended.

Manufacturer narrative:
The customer reported that a patient's spo2 measurement was dropping and the bedside monitor did not alarm. Log files provided by the hospital were reviewed by a philips clinical specialist and showed the alarms were being silenced at the central station by the hospital staff. The customer stated the condition of the patient had nothing to do with the alarms being turned off. There was no product malfunction. There have been no subsequent calls. No final communication was requested and none is warranted. No further investigation or action is warranted. (B)(4).